Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported these were arteriotomy closures of the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique in the lcfa via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure and post close technique in the rcfa after the evar procedure using a 7f sheath. Reportedly, a suture break occurred when the plunger of the first proglide device was removed in the lcfa. The suture of a second proglide device was attempted to be pre-placed; however, no suture was present when the plunger of device was removed, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed in the lcfa. The sheath was upsized to 17f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa. Post evar procedure, a cuff miss occurred with a proglide device in the rcfa. A new proglide device was used to achieve hemostasis in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.